Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac defibrillator entered the backup vvi mode during and attempted upgrade. The device was still in box and not used. No patient was involved in the event.

Manufacturer narrative:
The reported field event of a reset was confirmed. The device was received in bvvi mode. The cause of the reset could not be determined because the device image was corrupted. Bench testing found the device to be normal. No anomalies were found on the bench. Longevity analysis found the battery depletion to be premature. The device has not been implanted and has fallen to eol when received. Battery analysis found the battery to be normal. High current was not seen on the bench. The cause of the premature depletion remains undetermined.